Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported elevated blood glucose (bg) levels 200-250 mg/dl after the basal settings were changed my the customer's health care professional. The customer uses a correction bolus via the pump to address the high bg's. Customer technical services recommended consulting their health care professional to address the settings.